Event description:
The tech alleges the communication cable is smashed resulting in no nurse call functions. No pt impact.

Manufacturer narrative:
The tech found the communications cable connector board had smashed pins on the connector. The tech replaced the communications board to resolve the issue.